Event description:
A surgeon reported a pt with an unexpected post operative outcome following bilateral intraocular lens (iol) implant surgery. Add'l info was received from the surgeon who indicated the pt experienced blurry vision in both eyes. He also reported the pt had elevated intraocular pressure (iop) which was treated with medication. It is unk, at this time, which eye experienced the elevated iop. In the opinion of the surgeon, the iol did not cause/contribute to the event and the potential causes are unk. An unapproved viscoelastic was used during the surgical procedure. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history records review indicated the product met release criteria. File indicated the use of an unapproved viscoelastic. There are no other complaints reported for this lot. (B)(4).